Event description:
In 2009, the pt reported that he has been experiencing elevated blood glucose of 300-400 mg/dl since the event date. His target blood glucose range is 85-160 mg/dl. On the same day, his blood glucose measured 380 mg/dl and he changed his insulin cartridge, infusion site, and infusion tubing. The next day, he woke up at 7:00 am and his blood glucose measured 64 mg/dl and he ate breakfast at 8:00 am. By 12:00 pm, his blood glucose measured 241 mg/dl and he bolused 2 units of insulin. He changed his insulin cartridge, infusion site, and infusion tubing but his blood glucose remained elevated. His blood glucose ranged from 270-415 mg/dl for the rest of the day and into the next morning. He had not eaten since 8:00 am on the same day. He stated that he believed there was an issue with the piston rod of the infusion device. He stated that the piston rod did not retract each time during the change cartridge procedure when the check button was held down. He stated that sometimes the piston rod spins and does not retract or sometimes it does not retract completely. No error messages were displayed. The infusion device was not dropped or exposed to water and no insulin was ever spilled in the cartridge compartment. Upon follow up two days later, the pt stated that his blood glucose returned to normal after he switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.